Event description:
Procedure type: unk. According to the reporter: cartridge was loaded, but needle was disengaged. Not used for patient. Used another device. No patient injury reported.

Manufacturer narrative:
(B)(4)